Event description:
A male with a hypercoagulable syndrome developed acute ivc and bilateral lower extremity dvt acutely on top of an ivc filter in 2009. He underwent partial dvt debulking with 600cc and 10 minutes run time with the angiojet rheolytic system made by possis five days later. He became acutely anuric and remains functionally anephric, requiring hemodialysis. He has no evidence for recovery. He had normal renal function pre-procedure. Although this type of event has been reported, it is under advertised by this company for the use of their device in cases of massive dvt. The company should actively educate physicians, especially with the national dvt awareness that has now been successfully implemented.